Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the device was not detected on bus. A field service engineer (fse) attempted a full shutdown and restart, hoping the startup process would prompt the station to offer the pocket option during recovery, but it did not. Fse after trying multiple approaches, the pharmacy brought a pocket to the emergency department and installed it in the space that had been registering as a failed pocket. Fse after restarting the station, it recognized the new pocket and allowed pharmacist to unload the previously failed pocket and recover the storage space. The system functioned as intended after the field service engineer repaired the device.